Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate has poor barrier separation. This was discovered after use. The following information was provided by the initial reporter: material no. 362760, batch no. 8269742. It was reported that you have been experiencing issues with the gel detaching from the wall. There have been issues with the gel detaching from the wall. Site receives human blood collected in cpt tubes. The tubes are shipped unspun (she reports they also had issues with tubes and there may be an investigation from them, pr 1123668). They were not able to isolate cells and they centrifuged the sample twice. This only happened with 1 tube. No other cpt tube was drawn on the same patient. She did not have any additional information as she is not the one who collects or processes.